Event description:
It was reported that a comparison of the use before date field and implant date found that this lead was implanted after the use before date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).